Manufacturer narrative:
No code available: anastomotic leak post-operatively. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a sigmoid resection. The proximal resection was completed with the device and the anvil was placed in open proximal bowel which was stapled shut. Then, the anvil is brought through in lieu of creating a pursestring. The sigmoid resection is completed with suture. The original procedure was completed without issue. The anvil could be tilted after firing, the anvil was not bent, and the device sizers were used. There was nothing of note during the surgery to indicate staple line concerns. Post operatively, the patient was taken back to the operating room to repair an anastomotic leak.

Manufacturer narrative:
(B)(4) (leak in anastomosis, diverting loop ileostomy created).

Event description:
According to the reporter: the patient underwent a sigmoid resection. The proximal resection was completed with the device and the anvil is placed in open proximal bowel which is stapled shut. The, the anvil is brought through in lieu of creating a pursestring. The sigmoid resection is completed with an competitor's device. The original procedure was completed without issue. The anvil could be tilted after firing, the anvil was not bent, and stapler sizers were used. There was nothing of note during the surgery to indicate staple line concerns. Post operatively, the patient was taken back to the operating room to repair an anastomotic leak. 4 days post-op the patient had a high fever with associated peritonitis. Plain film imaging demonstrated more free air post-op than expected. There was a leak discovered in the posterior right aspect of the anastomosis. It was repaired primarily and the abdominal pelviccavity was washed out with large drains left in place and a diverting loop ileostomy created. The patient is doing much better now. The patient was discharged from the hospital and the surgeon anticipates reversing the loop ileostomies in 2-3 months

Event description:
According the reporter:4 days post-op the patient had a high fever with associated peritonitis. Plain film imaging demonstrated more free air post-op than expected. There was a leak discovered that the posterior right aspect of the anastomosis. It was repaired primarily and the abdominal pelviccavity was washed out with large drains left in place and a diverting loop ileostomy created. The patient is doing much better now. The patient was discharged from the hospital and the surgeon anticipates reversing the loop ileostomies in 2-3 months. There was tissue damage as a result of this problem. Patient has been discharged from the hospital and is doing much better now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.